Event description:
It was reported that a shaft break occurred. While outside the patient, during preparation of a percutaneous coronary intervention (pci), a 38 x 3.00 promus premier select stent was removed from its packaging, and it was observed that the wire broke. It was noted that the issue was present upon opening the package, but the packaging was not damaged. The procedure was successfully completed with another of the same device. No patient complications were reported in relation to this event.

Event description:
It was reported that a shaft break occurred. While outside the patient, during preparation of a percutaneous coronary intervention (pci), a 38 x 3.00 promus premier select stent was removed from its packaging, and it was observed that the wire broke. It was noted that the issue was present upon opening the package, but the packaging was not damaged. The procedure was successfully completed with another of the same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis, the following attributes were examined. Stent profile: a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured using snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft polymer extrusion (mid-shaft portion) break at the site of the port bond 27.1 cm proximal to the distal tip. No other issues were identified during analysis.